Event description:
Investigation of a catheter returned for a broken thermistor revealed a handle leak.

Manufacturer narrative:
The initial complaint report on (B)(6) 2010 which stated "during a pvi case, the thermistor appeared broken and there were high impedance readings and temperature readings from the catheter", did not contain information to indicate this was a reportable event. Investigation of the returned device performed on (B)(4) 2010 revealed a handle leak which does meet adverse event reporting criteria as reoccurrence could lead to serious injury. Investigation of the returned device confirmed a leak in the handle of the catheter caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Saline entered the connector, causing a short which resulted in the inaccurate impedance readings during the procedure. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address this issue. Date report submitted to FDA by manufacturer: 12/15/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010. Date investigation was completed: (B)(4) 2010.